Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was hospitalized on (B)(6)2025 due to infusion set bent issue which led to diabetic ketoacidosis. No further information available.